Event description:
A biometrist reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant procedure due to the lens being off axis. In a follow up phone call with the biometrist, it was reported the lens was rotated in a secondary surgical procedure and the pt is doing well postoperatively with a ucva of 20/25 on the first postoperative day. In a follow-up, the surgeon does not feel the iol caused or contributed to the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 07/06/2011, 07/13/2011, 07/20/2011 by phone, fax, and mail. A completed questionnaire was received on 07/27/2011. Add'l info was received in a follow up phone call on 08/02/2011. (B)(4).